Event description:
A patient reported, "pain in my breast", "suspected leakage", "capsular contracture", baker grade unknown, and "in the left breast fluid accumulation was observed". This record is regarding the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown , seroma and rupture.